Manufacturer narrative:
This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79. Patient information: all available patient information was included. Additional patient details are not available. Patient identifier: complete information: multiple = (B)(6). An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer reported (B)(6) architect anti-hcv result. The customer indicated the samples were retested and generated (B)(6) results on vidas. Sample ID (B)(6): architect (B)(6) and vidas (B)(6), sample ID (B)(6): architect (B)(6) and vidas (B)(6), sample ID (B)(6): architect (B)(6) and vidas (B)(6). No impact to patient management was reported.

Manufacturer narrative:
Review of complaint activity determined that there was elevated complaint activity for the likely cause lot 95371li00. Tracking and trending report review for the architect anti-hcv assay determined that there were no related adverse trends, however, non-statistical trends were identified associated with the complaint issue. Manufacturing documentation including statistical process control (spc) of the abbott controls generated during the manufacturing process of the likely cause lot were reviewed. This review found that the reagent lot was released with abbott positive control values below the mean value. However, all release specifications were met. Retained kits of reagent lot number 95371li00 were calibrated and controls were ran. The calibration and control values met all specifications. The lot was further tested in a sensitivity setup including two internal sensitivity panels and additional replicates of the positive control. The sensitivity panel values and the positive control values met specifications and no false non-reactive results were obtained. Clinical sensitivity was evaluated by testing six commercially available seroconversion panels and the results were compared to architect anti-hcv results provided by the panel manufacturer. Reagent lot 95371li00 detected the same bleeds as reactive for the seroconversion panels in comparison to historical data. Additionally, clinical sensitivity was further evaluated by testing twenty commercially available seroconversion panels using architect anti-hcv reagent lot 95371li00 and/or lots manufactured with the same bulk material. The seroconversion panel results were compared to architect anti-hcv reagent lot number 94020li00. The lot detected the same bleeds as reactive for the seroconversion panels in comparison to the architect anti-hcv reagent lot number 94020li00. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect anti-hcv assay, lot 95371li00.